Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported on mw5157978: describe event or problem: pt had no heparin order. Heparin line was clamped, and end cap connected. End cap appeared to have a crack and line was clamped, line noted to have apparently slipped from under clamp rendering it ineffective. Pt experienced blood loss, if pct didn't notice, pt would have bleed to death.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.